Event description:
Cms has discovered a problem in its focus radiation treatment planning system. If a plan is recalled in isodose plan that includes a beam that uses a treatment machine that has been re-validated since the time the plan was originally stored, the dose is not being re-calculated when displaying the isodose distributions. No pts were treated. This was reported by in-house personnel.